Manufacturer narrative:
(B)(4). This is a report of a leak, caused by a use error where the patient's cat chewed on the patient line tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette patient line leaked due to the patient's cat chewing on the line. The patient was connected at the time of the event. This occurred during fill one of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy. The patient planned to restart therapy using all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.